Event description:
Reporter alleged, the lancet needle from the softclix lancet device used in finger-stick blood glucose testing would not retract, after it was used and protruded beyond the end cap. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.